Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. Additionally, the reported treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The other proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement with two proglide devices were attempted in the right common femoral artery via 6fr sheath using the preclose technique prior to transcatheter aortic valve repair (tavr) procedure. Reportedly, the sutures failed to deploy and when the proglide device was removed the footplate of the proglide device appeared broken. There was no resistance during insertion or removal of the proglide device. The physician stated that the footplate may have been broken prior to being inserted into the patient anatomy. The tavr procedure was completed. A non-abbott device was used after the procedure to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.